Event description:
Bayer diastatic test. Three test strips were removed from test strip container and inserted into test meter, each test strip failed. Each showed error on meter. I called bayer to report errors and was told the case was user error and not our problem. Devices involved: bayer contour meter, bayer contour glucose test strips. Dates of use: #1: (B)(6) 2006 - present. Diagnosis or reason for use: #1: measure blood glucose.